Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract. No issues were found that would affect the device's ability to deliver insulin. A leak test found no signs of leakage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 380 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels and leaking during wear, patient found the pod's needle had not retracted; this indicates a needle mechanism failure. As treatment, a new pod was applied and a bolus was delivered.